Event description:
The customer contact reported that while operating on battery power, the device powered off on its own with no audible alarm. The device was returned to the biomedical department with a note that stated, "battery not working turns off when unplugged." No tracking information was provided; therefore, specific pt information, pump programming, or event details were not available. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. During testing at the user facility, after operating on battery power for approximately one and one half minutes, the device powered off without sounding an audible alarm tone. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.